Manufacturer narrative:
Depuy considers this complaint closed.

Event description:
Corail neck fracture.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. The reference s concerned by this recall were the following : (B)(4). The batches concerned by this recall were: all batches less than 1391546. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint ((B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck.